Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was not obtained.

Event description:
Related manufacturer reference number: 1627487-2022-05101. It was reported that patient met with an abbott representative for reprogramming and had pain and discomfort at ipg site. No falls or trauma reported. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was successfully explanted and replaced.